Event description:
It was initially reported that the patient was experiencing a burning sensation in the vaginal area which was causing discomfort. This reportedly occurred right after reprogramming. Right after the patient was implanted, she was getting rectal stimulation and didn¿t like that so she was reprogrammed and subsequently felt stimulation more in the vaginal area. The patient then started to feel burning with the vaginal stimulation. The patient¿s amplitude setting was low, around .6v. The reporter had tried different electrodes, a lower pulse width and rate, but neither of that helped with the burning. The patient was however getting therapy benefit. The reporter stated that the patients healthcare provider didn¿t think that a urinary tract infection or something else was the cause of the issue. With stimulation off, the burning occurred for about an hour and then went away afterwards. When stimulation was turned back on, it took a while for stimulation to occur again. For the time being, the reporter was going to have the patient turn stimulation off for a few days and then have her stimulation turned on cycling and with some different electrodes. Three days later, it was reported that no malfunctions were seen. The manufacturer¿s representative was going to attempt reprogramming again and discuss next steps. The patient was still experiencing the burning sensation even though therapy was turned off. The physician was reportedly considering a revision. Additional information received on 2013-9-6 noted that the patient had a lead placed on the opposite side. The physician was managing her vaginal discomfort with medications. Her interstim device was working for her urgency frequency issues. Additional information received on (B)(6) 2013 noted that the patient was still describing her symptoms as a burning sensation and apparently since the last time we talked it was not helping her symptoms with the lead on the opposite side. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va05dpx, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID neu_unknown_lead, product type lead. (B)(4).